Event description:
The reporter stated that the zeroing stopcock is snapping off between the stopcock and the transducer. The reporter indicated that this had occurred on a regular basis however did not provide any specific information. No pt injury or treatment was reported.